Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep checked the connection and cable of the hard disk drive and sbc pcbs in workstation. The system began to operate as intended.

Event description:
The customer reported that the system did not save the last image hold in the hard disk drive. They pushed the save button, but the system did not respond. They were receiving a communications failed error message.